Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use. B. Health care professional instructions. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported, "right before injection," while working with a syringe of juvéderm® ultra xc, ¿the luer lock would not hold and exploded.¿ no patient contact was made, and there was no injury to patient, staff, or injector. The packaged needle was used.

Event description:
Healthcare professional reported, "right before injection," while working with a syringe of juvéderm® ultra xc, ¿the luer lock would not hold and exploded.¿ no patient contact was made, and there was no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray with cap and without needle. No defect observed.